Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed the plt background recovered high and intermittent incomplete diffs on controls. The fse returned on (B)(4) 2016 and replaced the red blood cell (rbc) bath and volume conductivity scatter preamplifier (vcs preamp), resolving the issues. The fse stated the electrode in the rbc bath was crusty causing it to be defective. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported incomplete differential (diff) results on controls intermittently and the platelet (plt) parameter recovered high on backgrounds on a coulter lh 500 hematology analyzer. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.